Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the quick release. The customer did not hear a click when connected. The issue had occurred three times. The customer reported that they had woken up with a high blood glucose because the set had come loose at the quick release. The customer did not have the set to return. The customer's blood glucose level was 463 mg/dl which they treated with a direct injection of 22 units of insulin. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.